Event description:
An adc customer reported that their freestyle lite blood glucose meter's test did not start after insertion of test strip and sample application. Customer then reported that as a result of this issue at 3:30pm on (B)(6)2010, she felt lightheaded, drowsy, had been "sleeping all day" and the customer felt her glucose was "high" and subsequently lost consciousness. Customer denied third-party medical intervention was required and stated she took "10 units" of insulin to help counteract the medical event which is an inconsistent treatment for the reported symptoms. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter has been requested back for investigation and a supplemental report will be submitted once new information is obtained.